Event description:
Boston scientific crm received information that this left ventricular lead was not providing stimulation in any configuration. A revision procedure was performed. Fluoroscopy revealed that the lead had been kinked and fractured. The lead was cut and a (B) (6) adapter was used to repair the lead. The lead was programmed to tip-coil in unipolar configuration. All measurements were within normal limits and stable after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was successfully repaired and remains implanted. Should additional information become available an amended report will be submitted.